Event description:
It was reported that after the atrial fibrillation (afib) portion of the procedure with the farawave¿ pfa catheter, they were advancing the watchman sheath, and anesthesia team noticed the patient blood pressure dropped. The reporter stated they checked transesophageal echocardiogram and found no effusion. Then, they checked contrast and discovered the peritoneal perforation in the lower abdomen. The reporter noted the medical intervention provided to the patient was the placing of a balloon stent. The patient last known status was stable. Procedure: atrial fibrillation (afib). Boston farapulse¿ system was in use. The petal xml file software was used. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".